Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, ventricular tachycardia (vt) was induced by lv pacing at the optimal site for lead placement. It was noted there were no other optimal sites for lv lead placement, as lead fixation at other sites was incomplete, and the lead was extracted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.